Event description:
The user reported the catheter broke at the distal end.

Manufacturer narrative:
No information is available regarding the patient. Upon completion of the investigation, a supplemental report will be submitted.